Manufacturer narrative:
H3: the power over ethernet (poe) injector (product: 9735798, lot: 19b006730drc13) was returned to the manufacturer for analysis. Analysis found that the returned poe injector failed a functional test. The indicator light stayed red as the poe injector was connected to the tester. It should have turned to green. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the camera was returned to the manufacturer for analysis. The camera was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an optical tumor resection procedure. It was reported that the camera was damaged. During surgery, the camera turned off. There was a surgical delay of ten minutes before the surgeon opted to abort the use of navigation because the infrared camera was out service. The procedure was completed with no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, serial/lot #: -, ubd: , UDI#: ; product ID: 9735821, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the power over ethernet (poe) injector (9735798). The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Multiple annex g codes were reported. G05001 corresponds to the concomitant product 9735821. G02021 corresponds to the concomitant p roduct 9735798. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.